Event description:
During a meniscal repair the distal portion of the inserter fell off into the pt's joint and was not able to be retrieved. The case was concluded using another same device. The facility is reporting potential adverse event, however are not reporting pt harm at this point in time.

Event description:
Our affiliate is reporting that during a meniscal repair the distal portion of the inserter fell off into the pt's joint and was not able to be retrieved. The case was concluded using another same device. The facility is reporting potential adverse event, however are not reporting pt harm at this point in time.